Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the reported issue. The force bipolar instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the logs showed no failures. Additional failures not reported by the customer and not related to the reported issue were identified. The force bipolar instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the conductor wire groove on one of the grip tips at the distal end. No missing material was found. The electrical continuity was tested and passed. The root cause is attributed to a component failure. Additionally, the instrument was found with mechanical indentations/burrs at the grip tips. The root cause of the mechanical indentations/burrs instrument grip tips is typically attributed to mishandling, such as collisions with other instruments or sharp objects. The instrument was also found to have a frayed grip cable at the distal force amp pulley. The frayed cable strands stuck out at the wrist. The root cause of the frayed distal instrument grip cables is attributed to a component failure. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A log review was conducted, which resulted in the following findings: the force bipolar instrument part# 471405-06 lot# n10201006-0052 was last used on (B)(6) 2021 during a unilateral inguinal hernia procedure on system sk3327. The instrument had 5 uses remaining. This last usage of the device was before the reported event date when the issue was identified in central processing. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: failure analysis found that the force bipolar instrument had damage to the conductor wire. The internal wires were exposed and the instrument passed an electrical continuity test. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the force bipolar "would not load into the arm." There was no report of patient involvement. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event, but no further details have been obtained as of the date of this report.